Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards.

Event description:
The customer called into technical support (ts) reporting that the device's battery failed, code 1124. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse provided part ID for an internal battery. Further information is pending.